Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, curved opening, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a curved striated opening on anterior side assessed as surgical damage and a curved sharp opening on anterior side in the same location of crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage consist in the use of some surgical too, and a crease sharp opening assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.